Manufacturer narrative:
Investigation included a review of device performance and user reports, and telephone-assisted troubleshooting while the user replaced infusion components. Investigation of this case revealed that hyperglycemia resolved after the supply change, suggesting an infusion delivery issue could have contributed, though the specific cause remained unclear. It was concluded that the event was related to hyperglycemia with cause unclear, with successful mitigation following replacement of infusion supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet experienced a high blood glucose event confirmed by fingerstick to 550 mg/dl, which was addressed through infusion set and supply changes, after which glucose trended down to 320 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and supply changes without hospitalization.